Manufacturer narrative:
H4: the device was manufactured between december 11, 2023 and december 12, 2023. H11: the device was received for evaluation containing an unspecified volume of solution inside the device¿s bladder. During visual inspection, an excess of white drug participate was observed inside the bladder. When the luer cap was opened, fluid was not observed flowing out of the distal luer. Force prime was attempted to revive flow; however, this was unsuccessful. The reported condition was verified. Subsequent examination on the flow restrictor revealed the cause of flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication in a large volume infusor did not flow through the device. The pump remained the same and inflated after 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.